Event description:
Customer states the device has intermittent issue when monitoring 12 lead ECG. No reports of patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.